Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records and/or a lot specific complaint database search was not possible as the product and/or lot codes required were not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Pt revised previously for fractured acetabular liner.

Manufacturer narrative:
Update: (B)(4) 2012 - medical records received. Records indicate multiple pieces of the locking ring wire were removed. Update: 1/28/2013 - x-rays received. The devices associated with this report were not returned. Review of the device history records for the provided product/lot combination did not reveal any related manufacturing deviations or anomalies. Review of the device history records and/or a complaint database search was not possible for the remaining products as the lot codes required were not provided. Requests for additional investigational inputs were made. Medical records and x-rays were obtained. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
X-rays were obtained. No new information obtained that would change the outcome of the previous investigation. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.